Event description:
It was reported the customer was receiving no delivery alarms during bolus and basal deliveries. The customer reported observing insulin flowing through the tubing, but their insulin pump continued to alarm no delivery. The customer's blood glucose was 414 mg/dl. Customer declined to troubleshoot for their blood glucose. It was also observed insulin was able to exit during a fixed prime. Customer was advised to change out their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).